Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hosp due to inappropriate shock therapy. An interrogation confirmed at high rates, morphology changes with a reduction in amplitude, along with an increase in t-wave amplitude, were contributing to double counting. The pt was then subjected to an exercise test which illustrated that the alternate vector would provide improved sensing at the higher rates. The device was later explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough eval of the device was performed. A visual inspection of the device header and case noted no anomalies. Engineers confirmed the device passed therapy verification testing during analysis. The device was archived as meeting specs. The inappropriate shocks while implanted were likely due to changing pt conditions in combination with programmed device settings and not due to a product malfunction.